Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and concern for textured implant device.

Event description:
Healthcare professional report "bilateral ruptures and bilateral exchange of textured devices due to patient's concern with product." Left side. Device remains implanted.